Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when introducing the guidewire, it was difficult to insert. Examination done upon removing the guide showed that the guidewire ¿was totally bent¿ and it was not possible to attempt reinsertion. This issue occurred in two units of the same lot. This file addresses the second of the two devices.